Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred on a trilogy evo ventilator. There was no harm or injury reported. The device was returned to the manufacturer for evaluation, and the service technician states that they were unable to complete the data wipe on the ventilator, preventing them from performing any repairs. Per the service policy, the customer was given the option to receive credit for fair market value of the device or have the device be returned unrepaired. The customer requested the device to be returned unrepaired. No repairs were performed.